Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3: date of event = 22jun2024 or 23jun2024. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during placement of an arterial line in a critical care unit, four micropuncture transitionless stiffened cannula access set's wires, from three different lots, "split apart" during the same procedure. This report captures one specific lot. The devices from the other unknown lots will be reported under patient identifier (B)(6). A section of the device did not remain inside the patient's body. Additional information has been requested.

Event description:
Additional information was received. Two wires from this lot "split apart". Two wires from two additional lots also "split apart" during the procedure. One lot was reported under patient identifier (B)(6) and the other lot will be reported under patient identifier (B)(6).

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during placement of an arterial line in a critical care unit, four micropuncture transitionless stiffened cannula access set's wires, from three different lots, "split apart" during the same procedure. This report captures one specific lot. The devices from the other unknown lots will be reported under patient identifier (B)(6). A section of the device did not remain inside the patient's body. Additional information was received. Two wires from this lot "split apart". Two wires from two additional lots also "split apart" during the procedure. One lot was reported under patient identifier (B)(6) and the other lot will be reported under patient identifier (B)(6). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint devices were not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that this event can be attributed to a component failure without a design or manufacturing issue. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.